Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted caller through the process, leading to a successful sensor session start without further cgm error codes.